Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2017-97414 for hospitalization and 3004209178-2017-43749 for high blood glucose event.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer explained that they had low blood glucose of 44 mg/dl on (B)(6) 2017 and treated with a cookie and a drink. His blood glucose level then went from 255 mg/dl to over 600 mg/dl on (B)(6) 2017, which he treated with the insulin pump. The customer's blood glucose the morning of the call went from 306 mg/dl to 432 mg/dl and then to 414 mg/dl. The customer also mentioned being hospitalized in (B)(6) 2016. Troubleshooting for high blood glucose was performed and no air bubbles, leaks, site, insulin or settings issues were found. The insulin pump passed the high pressure test. Troubleshooting for low blood glucose was declined. The customer was advised to change the entire set, reservoir, and insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.